Event description:
The customer called to report that she has been experiencing high and low blood glucose levels. The customer stated that she was feeling hot, itchy, and had a violent headache. The customer stated she just got out of rehab due to open heart surgery, and did not feel well enough to troubleshoot. Advised the customer to seek medical assistance if needed, and she stated that she would be contacting her hcp. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.